Manufacturer narrative:
The customer's report was ovserved and attributed to a damaged high voltage capacitor connection to the main board. The high voltage capacitor assembly was replaced to resolve the report. It could not be firmly established how the connector became damaged. The customer received a replacement device. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during incoming inspection, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.